Manufacturer narrative:
Exemption :e2013025.

Manufacturer narrative:
Exemption: e2013025.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame august 1, 2017 through october 31, 2017.

Manufacturer narrative:
Nov 2017 quarterly exemption e2013025 the total number of events for product classification code oto is 59. Qty 34- alyte y-mesh graft, sterile qty 25- alyte y-mesh graft, sterile (5-pack) h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Nov 2017 quarterly asr.